Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description:infinion 1x16 perc lead kit-50 additional suspect medical device component involved in the event: model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit(30cm) it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. All contacts on the right lead had high impedances. It was believed that the lead was fractured.

Event description:
A report was received that the patient was experiencing loss of stimulation. All contacts on the right lead had high impedances. It was believed that the lead was fractured. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Additional information was received that x-ray was taken and confirmed that the leads were fractured. There will be no further course of action to be taken.

Event description:
A report was received that the patient was experiencing loss of stimulation. All contacts on the right lead had high impedances. It was believed that the lead was fractured.